Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to securely latch to a monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector will not securely latch) was confirmed. Upon investigation, the belt was unable to latch securely to the monitor due to a bent pin in the trunk cable connector. The root cause of the bent pin was unable to be positively identified. No adverse event resulted from the defective electrode belt.